Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion breaching the outer insulation 4.5 to 5.2 cm from the distal tip consistent with friction to another device or feature of the patient's anatomy.

Event description:
This report is to advise of an event observed during analysis.